Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. Additionally, it was reported that the pump indicated a data log corruption. There was no adverse impact to customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.